Manufacturer narrative:
(B)(4). Initial reporter telephone number - (B)(6). Initial reporter state - (B)(6).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on 09-05-2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)